Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent a bronchial thermoplasty procedure on (B)(6) 2013. The procedure was completed successfully and no issues were encountered. On (B)(6) 2013, the patient was diagnosed with a pulmonary infection. The patient was hospitalized for two days. Reportedly, following the hospital stay, the patient was fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all met all specification requirements, allowing them to be released for distribution. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list a number of pulmonary infections as potential adverse events associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.